Manufacturer narrative:
Additional information: b5. A facility representative reported during an implantable collamer lens (icl) implantation procedure, the lens tore while loading and during the injection/ delivery into the eye. There was patient contact but no patient injury. Reportedly, "during lens implantation, the haptic feedback was cut and four days later an increase in intraocular pressure and increase in the vault occurred". The patient experienced and excessive vault, elevated iop with angle closure, significant reduction of shallowing of the ac and over/under correction. Medication was prescribed. Surgical pi was performed. In a separate surgery the lens was explanted and replaced with a lens of the same parameters and the problem was resolved. Reportedly, 'the other lens was implanted, and the patient's condition is now good, and everything is fine.' The cause of the event was reported as a patient related factor. H6. Health effect- impact code (f): 4627' should be added. Claim #: (B)(4).

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6- health effect- clinical code: 4581- ' angle closure, significant reduction of shallowing of the ac and over/under correction.' H6: health impact code: 4625 - additional surgery: surgical pi was performed. H11- manufacturer narrative: iop elevation from baseline, over/under correction is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported during an implantable collamer lens (icl) implantation procedure, the lens tore while loading and during the injection/ delivery into the eye. There was patient contact but no patient injury. Reportedly, "during lens implantation, the haptic feedback was cut and four days later an increase in intraocular pressure and increase in the vault occurred". The patient experienced and excessive vault, elevated iop with angle closure, significant reduction of shallowing of the ac and over/under correction. Medication was prescribed. Surgical pi was performed. The lens remains implanted. Planned replacement. The cause of the event was reported as a patient related factor.